Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose, but not hospitalized. The customer's blood glucose level was 577 mg/dl. The customer was treated with food and bolus. The customer stated that reservoir had a lot of bubbles last night and they got no delivery alarm at first, during a bolus attempt. The customer had to purge the air bubbles and went thru 3 sets before could get the reservoir to work. The customer was assisted on how to program a bolus with insulin pump without having to eat anything. The customer was advised to change the set and reservoir again if needed if blood glucose remains high after another hour or so. The patient was advised to call us if any issues.